Event description:
It was reported that bd luer lok¿ 3 ml syringe was missing the end of the plunger. This was discovered during use. The following information was provided by the initial reporter: complaint from hospital. The user complained that the end of plunger of the syringe is missing. The user found it after using the syringe pump to fill up the syringe.

Manufacturer narrative:
Investigation summary two photos were received and evaluated. One photo displayed a 25-count tray label from batch 8274539 (p/n 309702). One photo displayed a loose 3ml syringe with a thumb rest completely broken off, which was rejectable per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8274539 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer lok¿ 3 ml syringe was missing the end of the plunger. This was discovered during use. The following information was provided by the initial reporter: complaint from hospital. The user complained that the end of plunger of the syringe is missing. The user found it after using the syringe pump to fill up the syringe.